Manufacturer narrative:
The customer did not request a service repair from zoll at this time. Product will not be returning for evaluation.

Event description:
As reported, during system check, the user's thermogard console (sn (B)(4)) did not power on. The user facility biomed replaced the fuses and also found that the ac input bracket had a small amount of glycol on it. No patient involvement.